Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue first occurred at 6pm on (B)(6) 2015. At this time the patient had obtained high blood glucose results on another meter and was attempting to use their onetouch ultra meter to compare their results. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings. At 3:45am the following morning the patient woke up feeling ¿hot¿ and their stomach was ¿churning¿. At 5:45am the emergency medical technicians (emt) arrived at the patient¿s home and the patient was revived by them. It is not known if the patient had been unconscious, nor how the emts were alerted to the event. The patient received a glucagon injection from the emts and their blood glucose was measured on an emt meter with a result of ¿1.3mmol/l¿ being obtained. At the time of troubleshooting the csr was able to resolve the issue by walking the patient through a retest. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because, the patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient received treatment from a healthcare professional for an acute complication of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2015). The patient¿s meter has been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/20/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.